Event description:
According to the reporter, post-operative of a right hemicolectomy with segmental small bowel resection and ileotransverse anastomosis on (B)(6) 2025, the patient was readmitted to the hospital on (B)(6) 2025 due to surgical wound dehiscence that had developed one day earlier. There was also dehydration of the suture thread.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b2, b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operative of a right hemicolectomy with segmental small bowel resection and ileotransverse anastomosis on (B)(6) 2025, the patient was readmitted to the hospital on (B)(6) 2025 due to surgical wound dehiscence that had developed one day earlier. There was also dehydration of the suture thread. The patient was re-operated to resolve the issues.